Manufacturer narrative:
Quality assurance product analysis reviewed the info that was provided by the site. The jetstream xc-2.4 catheter that was in use during the event is being returned to (B)(6) for a full evaluation. Once the evaluation is completed, a f/u report will be submitted.

Event description:
A bayer r & I sales representative reported the following: a patient with an excessively tortuous and fibrotic thrombus of the thigh vessel presented for an atherectomy procedure. The physician used a jetstream atherectomy set and a 300cm mailman guidewire to treat the occluded vessel. During the procedure, the jetstream device became stuck on the mailman guidewire and was not able to be removed. The physician removed the jetstream catheter with the guidewire. The physician then re-wired the vessel with a second mailman guidewire and used a second jetstream atherectomy set to successfully complete the procedure. No adverse event was reported.